Event description:
Packaging issue: it was reported that prior to an unknown procedure, the blister was damaged. Instrument was not sterile. No further information is available. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the complaint indicated the blister was damaged and instrument was not sterile. On open package was returned with no instrument. The ntlc75 tyvek and blister was visually inspected and there was evidence that the package had been previously sealed. The blister was found to be in good condition, with no breakage or damage. There was a cosmetic flaw in the rigid blister form. Dye test was performed per (B)(4). The test passed, indicating that blister integrity was intact. It was noted that delamination of the tyvek had occurred as there was a layer of the tyvek adhered to the corner of the blister and corresponding tyvek damage. Tyvek delamination is not a high level severity (non-class 0 and not an adverse event.) There was no evidence that the sterile integrity of the package had been breached prior to opening the package to remove the instrument. Tyvek delamination was confirmed. It could not be determined if the delamination was the issue that the customer meant. Lot history records for l4ed61, product code ntlc75, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.